Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-jun-2024, it was reported that the 3-infusion set tubing detached from connector. Length of infusion set has been used for less than one hour. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1926507 - MDR 3003442380-2024-18053 - device 2 of 3.